Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"After three months of treatment at the infusion port, the patient came to the hospital to prepare for the removal of the infusion port and found that the catheter was broken. The surgeon used various methods to remove the broken catheter."

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference 4433750 from batch 37044303. Device history record: batch record file number 37044303 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in april 2025. Summary of investigations: the device involved in this complaint was returned for investigation. However, no x-ray picture, and no completed form "request for information - access port incident " were returned for investigation. Visual inspection of the returned device: we received for investigation the access port housing from batch 37044303. A 8.5cm long piece of catheter is connected to the access port housing with a connection ring. A 14cm long piece of catheter is received apart. Both extremities match together. Microscopic inspection: the examination of the rupture facies under a binocular magnifier shows that the catheter rupture facies is partially rough and partially shiny, with an ovalized/flattened aspect. Dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Resistance test of the catheter: a pull test was performed on the received catheter to verify it resistance to traction. The results are compliant with the defined specifications. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the catheter rupture facies partially rough and partially shinny is characteristic of catheter erosion due to an acute angle or a kink. It is thus highly suspected that a kink or an acute angle in the catheter trajectory have led to its rupture after three months of implantation. However, only the examination of the x-ray picture taken before the rupture event could allow us to conclude on the real cause of this incident. Conclusion: no manufacturing defect was detected on the returned sample. The received elements allow to hypothesis that the catheter rupture results from an acute angle or a kink in the catheter trajectory. This type of incident is well known and documented in the literature following access port implantation. This is a rare incident with celsite access ports, no corrective action is envisaged for the moment.

Event description:
"After three months of treatment at the infusion port, the patient came to the hospital to prepare for the removal of the infusion port and found that the catheter was broken. The surgeon used various methods to remove the broken catheter.".